Event description:
The customer reported that the insulin pump had missing segments/ partial display. Customer stated he noticed these black sports on the screen few months ago. Troubleshooting was done. No blood glucose reading provided. Customer stated that he was not using the recommended battery. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided

Manufacturer narrative:
The insulin pump was received with bleeding lcd glass, cracked reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)